Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source. Customer¿s blood glucose value was 150 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.